Event description:
It was reported that a large volume folfusor underinfused via a peripherally inserted central catheter (PICC) during patient infusion. The device contained flucloxacillin 8000 mg in 230ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 03/08/2026(and not 03/09/2026 which was listed in the original report) additional information: h4, h6(update codes), h11 h4: the lot was manufactured between october 3-4, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladder which suggests under infusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.